Manufacturer narrative:
Concomitant medical products: w4tr01 ipg; 429888 lead, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bundle of his lead had high threshold measurements with no capture after atrioventricular node (av node) ablation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.returned product analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to melting. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.